Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were overly responsive. The patient reported that the audio bolus button has been beeping at random without being pressed for the past 2 weeks. She stated that she checks the screen when she hears the beep, and the screen displays audio bolus with 1 unit of insulin. The patient reported that she then cancels the audio bolus. She noted that she has reviewed the bolus history and confirms the last bolus received was the correct bolus, and that cancelling of the audio bolus when it beeps has prevented an unintended bolus from being delivered. The patient stated that she wears the pump on her waist.